Manufacturer narrative:
Explant was reported due to stenosis. The investigation found that all three leaflets were fibrously thickened. There was circumferential fibrous pannus ingrowth on the inflow surface which extended onto the bases of all three leaflets and on the outflow surface on stent post 1. Leaflet 2 contained two small tears. No inflammation or significant calcification were present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. The circumferential pannus noted could have contributed to the reported stenosis.

Manufacturer narrative:
Further information regarding this event has been requested. The investigation results will be provided in a subsequent submission.

Event description:
A 19mm sjm trifecta valve was implanted in the patient's aortic position about six years ago. Aortic stenosis occurred on the patient with the peak gradient (pg) of 90mmhg and the mean pg: 50mmhg. A reoperation took place on (B)(6) 2020. A 19mm inspiris valve was implanted. Patient is stable.